Event description:
A chest-xray doen in 2004 noted the possibility of what appeared to be a catheter fragment. The patient had a history fo an indwelling vascular access port which was placed in 2001. Port became non functioning and was removed 2 month late. An attempt to remove this fragment via interventional radiology in 2004 was not successful. Further surgical intervention is not planned at this time.